Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator had a "ventilator inoperative" code found in the device's downloaded error log and the device's machine flow sensor was replaced to address the issue. During further evaluation of the device, the ventilator inoperative condition persisted. The device's blower motor needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator had a "ventilator inoperative" code found in the device's downloaded error log and the device's machine flow sensor and blower motor was replaced to address the issue. During further evaluation of the device, the ventilator inoperative condition persisted. The device's system board was replaced to address the issue.